Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. Pt reports having labile blood glucose for several days after a site change. On the same day, she began vomiting and was transported to the hospital. Upon admit, she was treated with insulin and IV fluids. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.